Manufacturer narrative:
One bi-directional, curve d-f, sensor enabled, advisor hd grid mapping catheter was received for evaluation. The catheter successfully attached to a test box with no anomalies noted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported connection issue and subsequent delay remains unknown.

Event description:
Related manufacturing ref: 3005334138-2023-00395, 3005334138-2023-00396. During a focal tachycardia procedure, a delay in procedure occurred due to the appearance of the catheter. The catheter appeared bent on the mapping system. Upon withdrawal from the patient, the bend was confirmed. The catheter was exchanged but would not plug in completely, the cable was exchanged with no resolution. A second catheter was obtained and the same issue occurred. A third catheter was used to complete the procedure with no adverse consequences to the patient.